Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes are not filling all the way. The occurred 50 times. The following information was provided by the initial reporter: customer states tube does not fill.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes are not filling all the way. The occurred 50 times. The following information was provided by the initial reporter: customer states tube does not fill.

Manufacturer narrative:
No samples and 1 photo were returned by the customer in support of this complaint. The visual evaluation of the photo confirmed the presence of underfill as the top of the specimen is below the fill line on the tube label. Bd was able to confirm the customer¿s indicated failure mode with the photo that was returned however, the lot number is unknown; therefore, no retention samples are available. The exact cause of the failure mode could not be determined. The device history records could not be reviewed as the lot number is unknown. H3 other text : see h.10.